Manufacturer narrative:
Lot # and serial # of the meter was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an unspecified error message on their one touch basic enhanced meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient does not recall when the alleged issue began; however, due to the alleged issue he ate more food/drink. At an unspecified time later after the alleged issue began, he developed symptoms of slurred speech and had "no memory". The patient ate more food/drink. He did not seek any further medical attention or contact his physician for assistance. The patient was not tested on another device. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, which error message the patient obtained, when he exhibited symptoms and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the unspecified error message he developed symptoms and had to self-treat with food.